Event description:
It was reported that the controller exhibited a controller fault alarm and the battery was reported as "defective." The controller and battery were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650/ catalog #: 1650/ expiration date: 30-sep-2021/ serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Medical mfg date: 19-sep-2020. Labeled for single use: no. (B)(4). Additional information has been requested regarding the battery malfunction of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller and one battery were returned for evaluation. One battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller and battery revealed that the devices passed visual inspection and functional testing. The battery was able to adequately connect to and provide power to the test controller; the controller was able to recognize the battery with no anomalies observed. As a result, the reported battery not recognized by the controller event involving (B)(6) could not be confirmed. Review of the alarm log file revealed five (5) critical battery alarms logged on (B)(6) 2022 starting at 03:48:06 and two (2) controller fault alarms logged on (B)(6) 2022 starting at 04:26:57. The critical battery alarms were the result of the patient allowing the battery to deplete below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, (B)(6) was connected to power port one with 9% rsoc and no power source was connected to power port two (2). (B)(6) was then allowed to continue depleting. A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis revealed a controller power up event logged on (B)(6) 2022 at 05:29:23. The data point recorded before the power up event revealed that (B)(6) was connected to power port one and no power source was connected to power port two; the battery had been allowed to deplete completely, resulting in a loss of power to the controller. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two (2). The controller had been without power for 54 minutes and 47 seconds. As a result, the reported critical battery alarm, controller fault alarm, and loss of power events were confirmed. The most likely root cause of the critical battery alarms, controller fault alarms, and controller loss of power can be attributed to the patient allowing the battery to deplete. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 03-may-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for additional information. Newly received information provided additional malfunction and product return information. Additional products: battery (B)(6) d9: yes, return date: 03-may-2022 h3: dev rtn to MFR? Yes d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2022 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 14-sep-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the battery was not recognized by the controller. Review of log files also revealed a loss of power to the controller and an additional battery that exhibited critical battery alarms. The additional battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: one (1) controller (B)(6) and one (1) battery (B)(6) were returned for evaluation. One (1) battery (B)(6) was not returned for evaluation. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller and battery revealed that the devices passed visual inspection and functional testing. The battery was able to adequately connect to and provide power to the test controller; the controller was able to recognize the battery with no anomalies observed. As a result, the reported battery not recognized by the controller event involving (B)(6) could not be confirmed. Review of the alarm log file revealed five (5) critical battery alarms logged on (B)(6) 2022 starting at 03:48:06 and two (2) controller fault alarms logged on (B)(6) 2022 starting at 04:26:57. The critical battery alarms were the result of the patient allowing the battery to deplete below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, (B)(6) was connected to power port one (1) with 9% rsoc and no power source was connected to power port two (2). (B)(6) was then allowed to continue depleting. A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis revealed a controller power up event logged on (B)(6) 2022 at 05:29:23. The data point recorded before the power up event revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2); the battery had been allowed to deplete completely, resulting in a loss of power to the controller. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller had been without power for 54 minutes and 47 seconds. As a result, the reported critical battery alarm, controller fault alarm, and loss of power events were confirmed. The most likely root cause of the critical battery alarms, controller fault alarms, and controller loss of power can be attributed to the patient allowing the battery to deplete. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 03-may-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) d9: yes, return date: 08-jun-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b14, b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.